Event description:
It was reported the programmer was unable to auto-identify and interrogate brady devices. The rf (radio frequency) head was changed out and found that a different head also had the same problem, yet both heads worked fine on another programmer. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed the electromagnetic field immunity test and all uplink amplitude testing due to the cable being out of electrical specification. (B)(4).